Event description:
During a ptca/stenting procedure in an unspecified lesion, the liberte' monorail stent dislodged. The liberte' monorail stent dislodged. The liberte, menorail stent delivery system was advanced down the vessel, removed and then advanced again. It was noted that the stent was missing. The physician was unable to locate the undeployed stent. No pt injuries or complications were reported. Pt status listed as "okay."